Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100857165 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #:(B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (iipp) experienced erosion of the left cylinder at the distal end in the subcoronal area. A revision surgery was performed during which the physician removed the left cylinder and capped the tubing. The remaining components were left implanted. There were no further patient complications.